Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead was placed in several locations but still had high impedance and high thresholds with poor pacing. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.